Manufacturer narrative:
(B)(4). G2: foreign: japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the surgery the locking ring was bent so the liner would not mate with the cup. There were no known impact or consequences to the patient. Another cup was used to complete the procedure. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h4; h6 visual examination of the provided pictures identified the cup, ring and liner. The ring is assembled within the cup and can be seen to be bent out of the inner groove. Some scratches/indentation can be seen at the bent end of the ring. No further observation could be made based on the image alone. No product was returned; further visual and dimensional evaluations could not be performed to further test the assembly issue. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.